Event description:
The customer initially reported the mean cell hemoglobin (mch) and mean cell hemoglobin concentration (mchc) parameters had failed to meet acceptance criteria for the quality control samples when using the coulter act diff 2 analyzer. The customer then reported a leak as a result of an overflow from the rbc (red blood cell) bath in the analyzer. The leak was not contained, and was about 2 ml in volume of diluent and control fluid that leaked onto the counter. There was no report of biohazardous exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer via telephone and had the customer clean the red blood cell (rbc) bath waste line, empty the foam trap and change the air filter which resolved the rbc bath overflowing issue. The customer then reported that the hemoglobin parameters failed multiple times during the startup process and the hemoglobin voltage was fluctuating. Cts suggested that the customer clean the baths and perform a shutdown. The customer the reported the differential parameter for monocytes was low and granulocytes was high for the quality control samples. The customer then resolved the issue after cleaning the baths and performing an instrument shutdown overnight. (B)(4).